Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported slda could not be determined in this complaint; however, the recurrent mr was due to slda. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully, reducing mr to 2. However, when the cds was removed, it was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet, single leaflet device attachment (slda) and mr increased to 4. The patient is stable.in two weeks, the patient will be evaluated for surgical repair. No additional information was provided.